Manufacturer narrative:
The device has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted due to unknown reason. Additional information obtained from the field which indicated that the device was explanted so the physician could upgrade to a tachycardia lead. There were no allegations to device. No adverse patient effects reported.

Manufacturer narrative:
The device has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted due to unknown reason. No additional adverse patient effects were reported.